Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex sheath instructions for use (IFU), if vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
The following was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of a thoracic aortic arch aneurysm using a gore® tag® conformable thoracic endoprosthesis. A gore® dryseal flex introducer sheath was used for access. The sheath was inserted from the left side. Reportedly there was resistance felt during insertion. After the gore® tag® conformable thoracic endoprosthesis was implanted successfully, the sheath was removed, and the left external iliac artery was found to be ruptured. A transfusion was required and a gore® viabahn® endoprosthesis was implanted in the left external iliac artery. The diameter of the left external iliac artery was approximately 6.1 - 6.7 mm.